Manufacturer narrative:
Received 1 drainage bag. The reported issue was confirmed; however, the cause is unknown. Visual inspection noted there appeared to be yellow tape on the front side of the bag. During the evaluation of the sample, the peripheral seal of the bag, the components seal for (B)(4) (tube holder), (B)(4) (vent filter) and (B)(4) (anti-reflux dome) were inspected. Also, the outlet tube assembly (B)(4), the back and the front of both clear (B)(4) and white (B)(4) vinyls were inspected and no discrepancies were found. Per functional testing: the filter on the bag was taped off and the sample was tested under tm0130a rev. 24 (air leak test under water) to detect any kind of leak on the bag. The bag had yellow tape in the middle section. The criterion is "any flow of bubbles is considered a defect and is a reject". Leak was observed from the middle part where the tape was placed. The tape was removed and a tear was noticed in the middle of the bag measuring 0.168¿. The dimensional results are as follows: thickness of the clear vinyl (B)(4) was measured in six different points of the bag and was found to be within specification (0.010¿) under ip7600372 rev. 9 (0.010¿ ± 0.001¿). Vinyl supplier: achilles. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "the following instructions are indicated: 2. Important precautions: read all instructions for use prior to use and follow them. This product is a medical device for qualified physicians, and should not be used for any other purpose. The law restricts this device to sale by or on the order of a physician. Product is sterile unless package is opened or damaged. Inspect the packaging prior to use. If the packaging is opened or damaged, do not use. Visually inspect the product for any imperfections or surface deterioration prior to use. Do not resterilize. Use the product in a sterile environment. For instructions regarding other medical equipment and/or medication used in conjunction, refer to the appropriate manufacturer ifus. Use this device immediately after opening the package. After use, handle and dispose of in accordance with accepted medical practice and applicable regulations." (B)(4).

Event description:
It was reported that the urine drainage bag was damaged.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was a break on the urine drainage bag.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "2. Important precautions: read all instructions for use prior to use and follow them. This product is a medical device for qualified physicians, and should not be used for any other purpose. The law restricts this device to sale by or on the order of a physician. Product is sterile unless package is opened or damaged. Inspect the packaging prior to use. If the packaging is opened or damaged, do not use. Visually inspect the product for any imperfections or surface deterioration prior to use. Do not resterilize. Use the product in a sterile environment. For instructions regarding other medical equipment and/or medication used in conjunction, refer to the appropriate manufacturer ifus. Use this device immediately after opening the package. After use, handle and dispose" the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a break on the urine drainage bag.